Manufacturer narrative:
The customer¿s products have been requested for return. The customer had used all of the test strips so none were available to be returned. Qc testing was performed using the customer's meter and retention material of strip lot 37885813. The results were: level 1: 1.2, 1.2 (range 1-1.4). Level 2: 2.6, 2.5 (range 2.5-3.7). Relevant retention test strips (lot 387243) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter received questionable high results from coaguchek pro ii meter serial number (B)(4) for multiple patients. Only data for one patient was provided. Using strip lots 40067314 and 38724315 at the same time and punctures from different finger, the result was 5.1 inr. The result from another coaguchek meter was 3.2 inr.